Manufacturer narrative:
Investigation reveals that there was no system malfunction. The case logs indicated that the implants at t12 were misplaced due to a pre-operative CT merge shift. The pre-operative merge can be more difficult to obtain depending on the quality of the preoperative CT scan, quality of the fluoroscopic images and patient anatomy. Preoperative merge shifts can cause navigational integrity and can lead to the misplacement of implants. The user must verify the preoperative merge before proceeding with navigation. The user acknowledges that they will perform an anatomical landmark check with each new instrument or level to ensure navigational integrity before proceeding with navigation. The user opted to replace the implants using traditional methods due to the loss of navigational integrity. There were no reported adverse effects to the patient. The severity is observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. Cause of the reported issue can be traced to user technique.

Event description:
It was reported that while using the excelsus gps system, the case was aborted due to robotic error, and screws were then placed without robot.